Event description:
During a CT guided lung biopsy, the biopsy punch device "jumped" ahead of placement approximately 2cm stopping just a few cm short of the heart. The patient experienced chest pain and a small air leak was detected. Also pericardial fluid of high density was noted and the pleural effusion was larger representing hemorrhages into the pericardial sac and pleural space. The pericardium was knicked by the device. Stat echocardiogram revealed no effusion. A cardiothoracic surgeon was consulted but no surgery needed. Chest xray x2 on day of event showed no pneumothorax but evidence of hemorrhage where biopsy performed.